Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, which resulted in non-sustained episodes and pacing inhibition. The patient was not symptomatic due to the pacing inhibition. The noise was not reproducible with isometrics.